Manufacturer narrative:
(B)(4). Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. However, pump received with high sleep current measurement, problem isolated to the electronic board. Pump received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 434 mg/dl at the time of incident. The customer's blood glucose was 328 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.